Event description:
It was reported the customer had been hospitalized twice. The customer did not provide any details of their hospitalization. Customer also declined to be contacted in the future. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.